Manufacturer narrative:
The investigation is in process. No additional info is available at this time.

Event description:
It was reported that, "constrained liner appeared not to fit properly in par. Would not lock-in because liner lip sat flush with rim of par prior to teeth engagement. Liner had to be cemented in place."